Event description:
The cobas taqman analyzer series 96 using taqlink v1.0 software generated a false positive result when performing an "obstructed light path diagnostic test". This diagnostic test is used to identify dirty or occluded thermal cycler wells.